Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. Due to the patient's bradycardia, the physician opted to implant a new right ventricular lead and attach it to this cardiac resynchronization therapy defibrillator (crt-d). He left this generator on the outside of the patient's body to provide backup bradycardia pacing (temporary pacemaker) while they treated the infection. There were no additional adverse patient effects noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.